Event description:
Reporter alleged blood glucose measured "hi" compared to the doctor's result of 154 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.